Event description:
It was reported that there was a large volume pump module that had a door safety clamp error. There was no patient involvement.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue that device had door safety clamp error was not determined because no product or device logs were returned. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a, g, b, c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported issue of door safety clamp error was confirmed and replicated during the investigation. The external/internal inspection did not find any issues that may have been a contributing factor for the reported issue all parts inspected were manufactured by bd. The facility reported an event date of 12 august 2025; time of event was not reported. A review of the error and event logs extracted from the suspected pump module was performed. The error log did not show any information related to the reported failure. The event log only show events that occurred throughout the day in which the infusion pump stopped; no errors, alarms, or details were recorded. There was no further information to determine the cause of the failure. To validate the device's functionality, a test infusion was attempted. However, it could not be performed due to a safety clamp alarm. The air-in-line (ail) sensor assembly was temporarily replaced with a known-good part for testing purposes only. Once installed, a preventive maintenance was performed on the asm (alaris system maintenance) v12.5 unit, which successfully passed all tests. The bd alaris¿ system with guardrails user manual v12.3.2 states: ¿do not use a device that appears to be damaged. Send the device to biomedical engineering for repair.¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported door safety clamp error was verified and replicated. The error is attributed to a defective in the air in line assembly. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a large volume pump module that had a door safety clamp error. There was no patient involvement.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that there was a large volume pump module that had a door safety clamp error. There was no patient involvement.